Event description:
Per clinical nurse educator communication from (B)(6).: "experienced: possible occluded hickman catheter. Description of event: patient potentially has occluded hickman catheter, high pressure alarm and occlusion alarm on cadd solis pump noted. Adverse event start date: (B)(6) 2025 adverse event resolution date, if applicable: both cadd solis was troubleshot and alarms still occurring. Highly recommend that patient present to emergency room, but patient is refusing to go to the emergency room at this time and wanted to speak to provider before making any decisions. (B)(6), rn at md office, made aware of the situation and has informed the providers of the patient's situation." Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Pulmonary arterial hypertension. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; if yes, is the actual device available for investigation? Yes, upon patient return, did we replace device? No; did the patient have a backup device they were able to switch to? Unknown; is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing. Ref report: mw5183962.